Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needles have foreign matter on the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Customer returned (1) loose 3/10cc syringe. Customer states that fm was found on the needle surface. The returned syringe was examined and exhibited hard, clear material on the surface of the cannula shaft. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely epoxy/adhesive splatter on the cannula shaft. (B)(4) was initiated by the holdrege plant to address adhesive runover. Sample will be forwarded to manufacturing (B)(4) on (B)(6) 2018 for further review. On (B)(6) 2018, (B)(4) received one (1) loose 0.3ml syringe from reported batch# 5096676. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(4), similar findings to those documented during initial investigation at bd franklin lakes were noted. Per ftir analysis, the material appears to be likely adhesive, a common material used in affixing of the cannula within the syringe barrel. Occasionally, adhesive can be found on the o-ring, which functions to exercise the cannula within the syringe barrel tip, for a more even distribution of the adhesive prior to curing. When this type of event occurs, adhesive on the o-ring can be transferred to the cannula during the exercising process. Probable root cause is adhesive on the o-ring during manufacturing of this batch being transferred onto the cannula. A review of the device history record was completed for batch # 5096676 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on needle on lot # 5096676. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd insulin syringe with bd ultra-fine needles have foreign matter on the needle. There was no report of exposure, serious injury or medical intervention.